Event description:
The left arm of the resident's four wheeled walker broke. When the left arm of the four wheeled walker broke the resident lost his balance and fell. No injuries were noted at the time of the incident.